Event description:
It was reported that a pacemaker was placed through the neck and set to pace. The patient is scheduled for emergency surgery this evening. Magnet use was discussed per acl guidance. The healthcare provider was advised to identify the physician documented in the chart as having placed the pacemaker through the neck and to obtain perioperative surgical instructions from that physician. Subsequently, a revision procedure was performed and the pacemaker was explanted. No additional adverse patient effects were reported.